Manufacturer narrative:
A ge service rep performed an onsite investigation. The filament regulator board was replaced and a filament calibration was performed. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the displayed a filament calibration error message during a procedure. There is no report of pt injury.